Event description:
I was advised that I could alleviate my issue of vaginal atrophy (which was caused by taking femera for estrogen fed breast cancer), with the mona lisa device. I saw dr. (B)(6) in (B)(6) for the mona lisa treatment. After 6 treatments with the mona lisa device, my symptoms of vaginal dryness and pain were no better. I now have scar tissue from the mona lisa which has made my vaginal dryness and shrinkage worse. FDA safety report ID# (B)(4).